Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected phenytoin (phyt) result was obtained from a single patient sample using vitros chemistry products phyt slides lot 2617-0170-8092 on a vitros 5600 integrated system. The magnitude of bias of the vitros phyt result meets potential health and safety criteria and is reportable. The definitive assignable cause could not be determined, however, based on the investigation a sample related issue cannot be ruled out. Before obtaining the initial lower than expected result, two previous attempts failed to attain results due to metering error codes related to a plugged tip during aspiration of the sample. The customer also confirmed that they observed fibrin in the sample. The customer stated that when the sample was later retested it had been poured into a sample cup and verified to contain no fibrin. Furthermore, information regarding sample collection and processing protocol was not provided by the customer. Therefore, it is unknown if the customer is following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. The presence of fibrin in the original sample was confirmed by the customer. Based on historical quality control results, a vitros phyt lot 2617-0170-8092 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros phyt reagent lot 2617-0170-8092. However, because the site ran out of vitros phyt reagent lot 2617-0170-8092 before the initial sample could be repeated using it and before the within run precision testing could be run using it, a reagent lot issue could not be entirely ruled out as contributing to the event. Vitros phyt within run precision testing using an alternate lot of reagent 2617-0170-9193 and marker precision testing using vitros chemistry products crbm slides were performed by the customer on the vitros 5600 integrated system. The testing yielded results that were within acceptable guidelines suggesting an instrument issue did not likely contribute to the event. The non-reproducible, lower than expected vitros phyt result was reported from the laboratory. However, no treatment was initiated, altered or stopped based upon the reported result. A corrected report was later issued, and ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, lower than expected phenytoin (phyt) result obtained from a single patient sample using vitros chemistry products phyt slides on a vitros 5600 integrated system. The event happened on (B)(6) 2019. Patient sample result of 5.64 ug/ml vs. An expected result of 27.23 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reproducible, lower than expected vitros phyt result was reported from the laboratory. A corrected report was later issued, and ortho has not been made aware of any allegation of patient harm as a result of this event. No treatment was initiated, altered or stopped based upon the reported result. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).